Manufacturer narrative:
(B) (4): visually confirmed implant broken. Microscopic examination reveals a brittle fracture at the threaded inserter interface of implant. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the implant broke while being inserted into a tight disc space during impaction and was immediately removed. No patient complications were reported.